Manufacturer narrative:
Device analysis for extension (B)(4) revealed no anomaly found. The device was missing #0 and #3 setscrews.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389, product type: lead. Product ID: 3389, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that "blocking," "booking," and dyskinesia progressed over time on the left side of the body. Impedance measurements during a normal follow up showed high impedances on 2 "plots" of the left lead. Troubleshooting was planned on the leads and extensions. The extensions were replaced which resolved the left side. High impedance measurements persisted on the right lead. Four different impedance measurements from the clinician programmer were reported, it's unknown which ones were prior to the operation and which ones were post operation, but the following high impedances were reported: 1. C<(>&<)>11 32,700ohms; 8<(>&<)>10 5,047 ohms; 8<(>&<)>11 34,882ohms; 9<(>&<)>11 34,498ohms; 10<(>&<)>11 33,396ohms. 2. 0<(>&<)>1 5,426ohms; 0<(>&<)>2 4,877ohms; 0<(>&<)>3 4,844ohms; 1 <(>&<)>2 4,032ohms; 1<(>&<)>2 4,021ohms. 3. 0<(>&<)>1 4,422ohms; 0<(>&<)>2 5,674ohms; 0<(>&<)>3 22,290; 1<(>&<)>2 4,343ohms; 1<(>&<)>3 21,674ohms; 2<(>&<)>3 20,812 ohms. 4. 0<(>&<)>1 6,122ohms; 0<(>&<)>2 5,222ohms; 0<(>&<)>3 5,125ohms; 1 <(>&<)>2 4,422ohms; 1<(>&<)>3 4,316ohms. The issue was not resolved at the time of this report. The rep further reported that the lead will not be revised in the future. The patient was okay. The extensions will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.